Event description:
It was reported that the asymptomatic patient sustained pericardial effusion, possibly due to dissection by the catheter. Pericardiocentesis was performed. The patient's health status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147063.

Manufacturer narrative:
The information in sections d4 - lot number, d4 - primary unique device identification (UDI) number, d4 - expiration date, and h4 - device manufacture date cannot be provided as a product identifier and the initial reporter information could not be obtained.